Manufacturer narrative:
Correction to h6: updated complaint patient coding h3 other text : device not returned for evaluation.

Event description:
It was reported that bsc rep saw a post/surgical post on social media (twitter) of a video where in a physician was removing a cuff due to erosion. It was found out that the artificial urinary sphincter (aus) cuff erosion was due to a car accident the patient was involved in. Foley catheter was placed to the patient after the car accident without aus device being deactivated, which then cause the cuff erosion. Entire aus device was explanted and no new device was implanted. Explanted device is not available for returned and patient was doing fine after his removal surgery. No patient complications were reported in relation to this event. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that bsc rep saw a post/surgical post on social media (B)(6) of a video where in a physician was removing a cuff due to erosion. It was found out that the artificial urinary sphincter (aus) cuff erosion was due to a car accident the patient was involved in. Foley catheter was placed to the patient after the car accident without aus device being deactivated, which then cause the cuff erosion. Entire aus device was explanted and no new device was implanted. Explanted device is not available for returned and patient was doing fine after his removal surgery. No patient complications were reported in relation to this event. Should additional information be received a supplemental report will be submitted.